Event description:
It was reported that high impedance was found on the patient's vns. Surgery was taken to determine if this was related to incomplete pin insertion. It was reported that during surgery the lead pin was found to have been fully inserted. The lead pin was removed, cleaned, and re-inserted twice although high impedance was still seen. Generator diagnostics were reported to have been performed with a test-resistor inserted into the generator and high impedance was still seen indicating the issue was related to the generator and not the lead. The generator was replaced, and lead impedance was ok after replacement. The removed generator has been received. Analysis is underway but has not been completed to date. There was no known physical trauma which may have caused damage to the vns. It was reported that x-rays had been reviewed by the surgeon and non obvious problems were found. A review of device history records for the generator shows that no unresolved non-conformance's were found. The device met all specifications for release prior to distribution. No additional or relevant information has been received to date.

Event description:
Analysis of the generator was approved. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator. No additional or relevant information has been received to date.

Manufacturer narrative:
Date of event; corrected data; supplemental MDR #1 inadvertently omitted an updated event date.